Manufacturer narrative:
Continuation of d10: product ID 8781 lot # serial # (B)(6) implanted: (B)(6) 2024; explanted: (B)(6) 2026; product type catheter product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2026; product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving ba clofen (2000mcg/ml at 305.2mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient had significant pain and discomfort, along with an abdominal wall defect in the pump pocket in the right abdomen. Because of this, the hcp elected to downsize to a 20ml pump and move the pump pocket to the left abdomen. The plastics team was required and present to repair the abdominal wall defect. It was unknown if there were any contributing environmental, external, or patient factors, and it was reported this occurred during everyday use. Troubleshooting and interventions included downgrading the size of the pump, so the 40ml pump was replaced with a 20ml pump due to the size of the pump causing pain and discomfort, and moving the pocket from the right to the left abdomen. The hcp was aware that with a longer catheter across the abdomen there was a higher risk for kinking and occlusion. The patient's 8781 catheter was trimmed just before the collet with the collet removed, and tunneled from the new left sided pocket to the old right sided pocket. The connector piece is therefore in the old right sided ab dominal pocket, which has been documented. The catheter access port successfully aspirated 1.5ml, and a system prime was programmed for .394ml and 24 minutes. The patient's same settings were programmed into this pump. The issue was resolved at the time of the report. Additional information was received from the manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). It was reported that they were unsure if the pump or therapy was causal or contributory with respect to the abdominal wall defect. They were also unsure how to describe the abdominal wall defect other than there was a defect in the abdominal wall/soft tissue injury that required repair. This abdominal wall defect was in the original pump pocket on the right abdomen. It was repaired, and then the pump pocket was moved to the left abdomen.